Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 08/05/2015, the reporter contacted animas, alleging that the battery compartment was damaged. There was no indication that the device caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a casing issue.

Manufacturer narrative:
Follow-up #1 date of submission 10/13/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Cracks were observed in the pump¿s casing at the top and bottom right corners between the display lens and pump seal. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the contrast button was unresponsive and all the other keypad buttons were intermittently unresponsive. The keypad cover was removed and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.